Manufacturer narrative:
Product evaluation: the lens was returned inside a plastic specimen cup in a bag. Solution is dried on the lens. The optic is torn/cut into two portions. Each optic portion includes a whole haptic. The haptics are undamaged. One optic portion has a small cracked area. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge, handpiece, and viscoelastic combination with the lens. Root cause: the root cause cannot be determined for the complaint of "unhappy with distance vision". The lens was returned in two pieces. One optic portion has a small cracked area. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The file indicated the 20.5 diopter lens was removed and replaced with a different manufacturers lens model 19.5 diopter. This information may suggest that the one diopter less difference was considered to be an improved selection for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was not happy with distance vision and was seeing rings. The iol was exchanged 7 months following the initial procedure for another lens with one diopter less power. The patient issues have resolved. There are 2 medical device reports for this event. This report is for the right eye.